Event description:
"The doctor went to drill in posterior neck and he noticed the pt's head slipped. When he broke scrub to reposition the skull clamp he noticed that the pressure he put the pt in had backed out from 60 pounds to 0 pounds. Pt's head was really small, md not sure if the pins were completely engaged into the pt's skull". The pt substained a small laceration in the area of the right perital.